Event description:
Subgaleal hematoma in term neonate following vacuum extraction. Required vigorous fluid resuscitation and a 12 day hospitalization, had seizures as well, but is now off of anticonvulsant medications.